Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. Cardioquip notified the customer of the potential contamination, recommendation, and provided pricing for sample test kits via email on (B)(6) 2023. Cardioquip sent testing kits to the facility and is waiting on test results as of the date of this report.

Event description:
Due to discoloration in the water pathway, cardioquip technician reports possible bacterial contamination in device.